Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement and tissue damage requiring surgery. It was reported that this was mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted. The third clip delivery system (cds) was advanced to the mitral valve; however, the clip became stuck on chordae, and it appeared that one gripper was stuck to the flail. Troubleshooting was performed to remove the clip from the chordae, but was unsuccessful. The clip was deployed in an undesirable location, and tissue damage was observed. It was noted that imaging was challenging. Three clips were implanted, and the mr remained at 4. Reportedly, the patient went to surgery for valve replacement within a few days after the procedure due to severe symptomatic mr. No additional information was provided.

Manufacturer narrative:
(B)(4). The devices were not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issue to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported entrapment of device component (chordal entanglement) appears to be related to challenging patient anatomy and imaging. The reported poor image resolution was due to imaging was challenging. The reported patient effect of tissue damage was due to the chordal entanglement and the foreign body in patient was due to the clip being implanted in an undesirable location. The unchanged mitral regurgitation (mr) appears to be related to the tissue damage. The reported patient effect of unchanged mr, tissue damage and foreign body in patient as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.